Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. A zoll icy catheter was inserted into the left femoral vein by experienced inserting practitioner. Catheter insertion was smooth. The catheter was also used as an access for the contrast medication in CT scan. No other adjunctive temperature management procedures were performed on the patient. The patient's temperature prior to the ivtm therapy was 36.4 degree celsius. The thermogard console was set to a target temperature of 33 degree celsius. The dwell time of the catheter was 24 hours and the patient's temperature was 33.8 degree celsius when the health provider noted that the bandage was soaked. The icy catheter was leaking. New catheter was used to continue the treatment. No patient consequences were reported.

Manufacturer narrative:
The customer's reported complaint was not confirmed during functional testing. Evaluation of the returned icy catheter indicated that the catheter performed as per specifications. Although the medial luered tubing was cut off upon receipt, it did not affect the inflation testing. No leaks were noticed during flushing or inflation. Functional test of returned catheter was performed; 4 infusion ports and extension tubes were flushed without any issues. The catheter was connected to a pressurized inflation device; the balloons fully inflated when pressurized up to 100 psi and the balloons did not leak during inflation and deflation. A visual inspection of the returned catheter was performed. The medial luered tubing was cut off upon receipt. Blood had accumulated /dried up on the balloons, shaft, luered tubings and infusion ports. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for icy catheter lot # 64023.